Event description:
Clinical study. It was reported that 920 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention. Target lesion 1 was a 3.0mm, 80% stenosed, 10mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre dilatation and placement of a 3.0 x 12mm taxus express2 study stent. Following post dilatation, residual stenosis was 0%. Target lesion 2 was a 3.0mm, 70% stenosed, 12mm long portion of the mid right coronary artery (mid rca). The target lesion was treated with pre dilatation and placement of a 3.0 x 16mm taxus express2 study stent. Following post dilatation, residual stenosis was 0%. There were no reported complications and the patient was discharged the next day on aspirin and clopidogrel. The patient was admitted on 920 days after the index procedure with recurrent chest pain, which was atypical in nature and the patient has known significant gastrointestinal issues. He had undergone reintervention of the lad in june 2006, with a non bsc stent placed inside the taxus express2 stent. At 920 days post index procedure, the instent restenosis in the mid lad was treated with cutting balloon angioplasty. There was "minimal residual narrowing". There were no reported complications and the patient was discharged the next day on continued aspirin and clopidogrel. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.